Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
On april 2, the pt was tested on her surestep meter with a result of 80 mg/dl. Immediately after, a paramedic's meter result was 54 mg/dl. She was placed on IV, and transported to the hosp. She was placed on a heart monitor and was transfused with five bags of blood. Her symptoms prior to hospitalization included weakness, dizziness, sweating, spots before her eyes and chest pains.